Event description:
Pt's mother reported pt experienced elevated blood glucose levels of 550 mg/dl sine (B)(6) 2012. Pt's normal blood glucose range was not provided. Mother stated pt took correction with the infusion device with no success. Mother reported she thinks the infusion device delivery is inaccurate. No further information is available. The pt did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.